Event description:
It was reported that at the patient's follow-up appointment post-op, x-rays revealed that two vitality closure tops had migrated out of their mating bone screws. At this time, a revision surgery has not been scheduled. This is report one of four for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that at the patient's follow-up appointment post-op, x-rays revealed that two vitality closure tops had migrated out of their mating bone screws. At this time, a revision surgery has not been scheduled. This is report one of four for this event.

Manufacturer narrative:
H6: additional method code: 4109. Corrections in g1. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned; however, x-ray images were provided which show that two closure tops have migrated out of their screws. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown surgical or patient factors. DHR review: the lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference reports 3012447612-2024-00077.